Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined as no sample material from the patient was available for further investigation.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tacrolimus results from the cobas e 801 analytical unit that did not match the patient's clinical diagnosis. The initial result was <0.500 ng/ml with a data flag. The repeat result was <0.500 ng/ml with a data flag. On (B)(6) 2024, the sample was repeated with a result of 0.502 ng/ml.

Manufacturer narrative:
Medwatch field b7 was updated. A sample from the patient was tested on a cobas e801 at another site and the results "were consistent". No specific data was provided. The investigation did not identify a product problem. A general reagent issue was excluded. The cause of the event could not be determined as no sample material was available for further investigation.